Event description:
It was reported that the pump beeped and did not infuse all the medication. The pump worked properly prior to patient being discharged. Infusion rate was 2 ml/hr, reservoir volume was 92 ml, and none was given. The length of infusion was 46 hours. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a non-delivery of medication is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.